Manufacturer narrative:
The valve was patent and passed reflux testing. It was within specifications for pressure flow characteristics at 46.8ml/hr. The valve was not within specifications for pressure flow characteristics at 5.5ml/hr or preimplantation testing. A check of manufacturing records was not possible as no lot number was provided. All our products are 100% tested at the time of manufacture.

Event description:
It was reported that the product would not hold pressure prior to implantation.